Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: an introcan 20g x 1in. With a defective safety and nurse was punctured with the needle. The nurse is okay but received preventative antibiotics and antivirals- (patient has syphilis, hiv/aids positive and hep c never treated). 20 g piv started on patient's left forearm; needle lock engaged. Upon picking up needle with right hand, puncture occurred on left top of thumb, safety lock noted to slid down the needle, being defective. Blood noted at puncture site on left thumb."